Manufacturer narrative:
Determination of root cause: assessment: via phone, the territory manager (tm) requested the site to send him the log file, which he reviewed and discovered the system was idle for 6 hours with no energy check prior to surgery. The tm had the site restart the system, perform a gas exchange, calibrate the system and perform another energy check. Once this was done, the site was able to proceed with the procedure. A review of the complaint database for the 3 months prior to this event showed no other complaints of this nature for this laser system. Conclusion: based on the results of the investigation, the root cause of the event was the lack of an energy check after the system had been idle for 6 hours. (B) (4)

Event description:
Adverse event: surgery, prolonged. Malfunction: failure to fire. A healthcare professional reported that an ablation stopped at 7% during a procedure. The system displayed "secondary energy out of range". On 12/16/2008, add'l info was received from the reporter that the procedure was completed without further interruption and he does not believe the pt has been harmed or injured by the reported event.